Event description:
Consumer questioning accuracy of the meter. Analysis run on clarke error using competitive readings (65) as ref. Point vs. Bd readings (400) yielded data point in "e' range of the grid, outside acceptable readings.